Event description:
A report was received that the patient was not able to couple the charger with the ipg. It was noted that the ipg had flipped. The patient underwent a revision procedure wherein the pocket was relocated. The patient was doing well postoperatively.